Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg at 1.8-2.8 mg) and bupivacaine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had a lack of pain relief. A catheter access port (cap) study was performed and the patient later experienced overdose symptoms and was admitted to the hospital. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The patient was alive with no injury and it was unknown if the issue was resolved at the time of this report. No further complications have been reported as a result of this event.